Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: on the first fire to cystic duct, the clip did not close completely. This clip applier was discarded and a new one was opened. After several fires, clips started not forming properly and some clips crossed (scissor). Since some clips were formed properly, the operation was completed. No injury to the patient occurred and operating time was not extended significantly. One day post-operatively, bile leakage was confirmed, and the patient was re-operated.